Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint was caused by a leak from the lower chassis. The customer will replaced the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a leak greater than 4.5 lpm. There was no report of patient involvement.